Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patients personal contact regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. The caller reported poor coupling, they noted they would normally get 8 boxes but were not getting any. Charging best practices were reviewed with the caller and they attempted a recharge session. The poor coupling screen was reported. Repositioning the antenna resolved the issue. The caller was instructed to perform an antenna locate and attempt a recharge session. This did not resolve the issue. The patient had an appointment scheduled with the representative on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.